Manufacturer narrative:
(B)(6). (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sedi-40 doesn't mix and locks up.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-40 instrument. Upon completion of the evaluation, no issues were found as the instrument was verified to be operating within normal parameters. This is documented in the instrument service report. Based on evaluation of the customer's instrument, no issues were observed. A root cause could not be determined.

Event description:
It was reported that the bd sedi-40 doesn't mix and locks up.